Manufacturer narrative:
Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that preloaded multifocal toric intraocular lens (iol) was explanted due to the patient's complaint of refractive error and blurry distance vision. It was replaced during a secondary surgical procedure with a non jnj lens. There was no patient injury. The patient is fully recovered. No further information is available.